Event description:
A pt reported experiencing inaccurate high results with a otp meter. The pt's blood glucose results were 171 mg/dl (meter), 148 mg/dl (lab). Tests were done within 10 minutes w/ a difference of 29%. Pt did not experience any adverse events. No further info has been reported.